Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Report received indicated a pt developed several months history of burning, intense itching and redness under tape collar of wafer after several months of use. The symptoms were sporadic and slightly improves but never goes away. Pt has tried nystatin powder and no sting spray but symptoms continue. The pt indicated they will call back if symptoms continue. Further info regarding pt outcome was not provided.